Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed on (B)(6) 2011 date of generator implant. It is unknown if the surgery was for generator replacement or initial vns implant. There is no diagnostic history available that shows if the high impedance was ever resolved. Attempts to obtain additional information have been unsuccessful to date.